Event description:
C-cc-lk - leakage; leakage of drug solution was observed from insertion region (neck). Insertion was conducted from internal jugular vein.

Manufacturer narrative:
Customer report was not confirmed for leakage. All through lumens were patent and do not leak. The catheter does have a purple stain over the entire body, hubs and extension tube's. The soft tip of the catheter is discolored (brownish) and appears swollen, and is also detaching from the catheter body tube.